Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they their blood glucose level in the morning was 336 mg/dl. They took 11.9 units of insulin and at 8:43 am, their blood glucose level was 446 mg/dl. They took 19.9 units of insulin and it was still rising. Troubleshooting was performed. It was found that the cannula was bent. They reported that there were champagne size bubbles in the tubing but nothing significant. The customer was advised to remove the reservoir, rewind, reinsert reservoir and run a manual prime with the current set. The customer reported that insulin exited. The device will not be returned for analysis.